Event description:
It was reported that a map shift occurred during an ablation procedure. Patient injury may occur since the physician may ablate in a location that is not representative of the actual location in the heart. No patient injury was reported for this event.